Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes customer found negative pressure in the blood collection tube was not enough, resulting in insufficient blood collection. The following information was provided by the initial reporter. The customer stated: blood was collected from the patient according to the doctor's advice. When the patient collected the last tube of blood, the negative pressure in the blood collection tube was not enough, resulting in insufficient blood collection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. However, the quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h.10.